Event description:
Surgeon was using ta stapler; stapler was unable to lock into place. Another surgeon attempted to lock stapler into place, with no results. Replaced with a new stapler. Procedure continued without incident.